Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a accumax 365 laser fiber used in a laser lithotripsy and ureteroscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the laser fiber was no longer hitting the stone. The nurse placed the laser fiber on standy and when they touched the cupler their finger was burned. Reportedly, the laser fiber was noted to be fractured near the cupler. No patient complications were reported.